Event description:
It was reported the back case has microfissures throughout as well as near the atrial output. It was also reported the front case is also damaged, particularly in the corners. It was noted the battery cover needs replacement. The device was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases and battery drawer were broken. It was also noted that the upper and lower cases were contaminated, the battery release was contaminated, both bail covers were broken, the ring cover was broken, the battery contacts were compressed, the battery drawer was contaminated, the keyboard was scratched, the battery flex was corroded, and the battery drawer o-ring was missing. (B)(4).